Event description:
The customer reported that the device was used successfully for sealing and cutting during the procedure. The surgeon handed the device to a scrub nurse and when the surgeon asked for the instrument to be used later during the procedure, it was noted that the device blade knife was exposed and the jaws could not be re-opened. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.